Event description:
It was reported that the user experienced prolonged hyperglycemia while using the ilet, with a highest blood glucose of 560 mg/dl for approximately 4¿5 hours, attributed by the caregiver to a possible infusion set tubing kink or disruption at the waistline; supplies were changed and glucose returned to range. Symptoms included the user appearing somewhat altered and not like himself. Outcomes included no use of backup therapy, ketone testing showing trace ketones with adherence to a ketone action plan, and no professional medical intervention. Investigation included complaint intake, user troubleshooting and education, and review of available device information. Investigation of this case revealed that hyperglycemia resolved after changing infusion supplies and repositioning away from the waistband, consistent with a probable site or tubing disruption without visible device damage. It was concluded that the event was consistent with hyperglycemia of unclear cause, with contributory factors likely related to infusion site or tubing interference from clothing. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.